Manufacturer narrative:
H3 other; h6 codes b20, c19, d15: the device remains implanted and was, therefore, not available for analysis. No clinical images enabling direct assessment of product performance were returned for evaluation. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause.

Manufacturer narrative:
C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 codes b14, c19: a review of the manufacturing records indicated the lot met pre-release manufacturing specifications. H3 other; h6 codes b20, c20, d16: the device remains implanted and was, therefore, not available for analysis. No clinical images enabling direct assessment of product performance were returned for evaluation. The investigation needs to be completed. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore from the avg 22-09 viedoc study database: on (B)(6) 2025, this 58-year-old male patient was treated with a gore® acuseal vascular graft (acuseal graft) in the left upper arm for dialysis. On (B)(6) 2025, the patient underwent replacement of the acuseal graft due to its too low location in the situs, it could not be punctured well and was replaced by a new acuseal graft. A thrill or bruit was noted at the end of the procedure. No adverse events occurred during the procedure. With the new acuseal graft, the patient entered the avg 22-09 study. On (B)(6) 2025, it was reported the patient had a thrombosis in the acuseal graft. This adverse event required in-patient hospitalization. The adverse event was noted as recovered/resolved without sequelae on (B)(6) 2025. A repeat intervention was performed on (B)(6) 2025, the patient underwent percutaneous transluminal angioplasty (pta), thrombectomy, a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn stent) implantation due to thrombosis with stenosis at the venous anastomotic lesion. (Captured under (B)(4). The first successful hemodialysis session was performed on (B)(6) 2025. On (B)(6) 2025, reportedly thrombosis in the acuseal graft occurred. The clinical study site assessed this adverse event as disease related. The adverse event required in-patient hospitalization. On the same day, a repeat intervention was performed, where the patient underwent pta, thrombectomy and another viabahn stent was implanted due to thrombosis with stenosis in the venous outflow and thrombosis within the acuseal graft. The adverse event recovered / resolved without sequelae. (Captured under (B)(4). On (B)(6) 2025, reportedly early postoperative shunt closure and thrombosis in the acuseal graft occurred. The adverse event was assessed as disease related and required in-patient hospitalization. Also, two stenoses were found, one peripheral at the viabahn stent entrance and one higher stenosis in the confluence area of vena jugularis interna until vena subclavia. On request, the site indicated that the stenosis was in the area of both viabahn stents and that it cannot be separated, which of the two is exactly affected. Both viabahn stents were implanted overlapping prosthetic-venously and extended centrally. On the same day, a repeat intervention was performed, where the patient underwent pta and a thrombectomy due to thrombosis with stenosis in the venous outflow and thrombosis within the acuseal graft. Both stenoses were treated with a high-pressure balloon, mustang (boston scientific). The adverse event recovered / resolved without sequelae.